Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump alarmed motor error and no delivery. Customer's blood glucose level was 195 mg/dl. The customer was able to rewind the insulin pump but it alarmed no delivery again while priming. The insulin pump alarmed no delivery and insulin did not exit while troubleshooting as well. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin was received with the operating currents within specifications and passed self test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and motor test. No motor error alarms noted. No unexpected no delivery alarms noted. The insulin pump had cracked case at the display window corners, cracked battery tube threads and minor scratches the on lcd window.